Manufacturer narrative:
(B)(4). The customer indicated that the product was discarded; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that two screwdrivers broke while trying to loosen the trial arcos proximal body. No patient harm occurred. No additional information available for the reported event.